Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range. Device was received with normal operating currents. Noun expected failed battery test failed battery alarms or shutting off noted during testing. No unexpected pump error alarms occurred during testing however, the formatted history file did confirm that pump error was triggered. Unable to determine the root cause. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error. The insulin pump had completely shut down four times. The blood glucose reading was 6.1 mmol/l. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be replaced and returned for analysis.